Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery to have their pump replaced due the pump not working as expected. There were no patient complications reported.